Event description:
No additional information regarding the patient and/or event has been received since previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: from a publication review, cook medical became aware of a literature article, ¿retrograde type a dissection following hybrid supra-aortic endovascular surgery in high risk patients unfit for conventional open repair¿, where cook´s stent grafts were used, among other products. Five complaints were created based on this article to cover the listed five patients in table iii. This pr focuses on patient 2. The patient underwent right-to-left carotid artery bypass, were a cook tx2 device were used. 10 days after procedure the patient had sudden cardiac arrest and died. Post-mortem examination revealed retrograde type a dissection. A clinical assessment was provided based on the information in the article. Per clinical assessment, this case represents the out of IFU use of zenith tx2 in the aortic arch landing in zone 1. As noted by the authors of this case report the cause of retrograde type a dissection is likely to be multifactorial, broadly categorized into procedural- related, stent graft-related, arch anatomy-related, disease-related and disease progression-related. Regarding device-related causes the authors point at stent-grafts with bare-stent components causing friction and ultimately tear in the intimal media. Zenith tx2 do not have bare stents. Regarding early retrograde type a dissection as in this case on day 10, the authors point at procedure-related factors due to intimal damage during guide-wire manipulation in the aortic arch. In conclusion, this case from a published case report describing in total 5 cases of retrograde type a aortic dissection following hybrid supra-aortic repair is assessed to be primarily caused by out of IFU use, landing in zone 1 combined with procedure-related factors. According to instruction for use the zenith tx2 taa endovascular graft with pro-form is designed to treat aortic neck diameters no smaller than 20 mm and no larger than 38 mm. The zenith tx2 taa endovascular graft with pro-form is designed to treat proximal aortic necks (distal to either the left subclavian or left common carotid artery) of at least 20 mm in length. Additional proximal aortic neck length may be gained by covering the left subclavian artery (with or without discretionary transposition) when necessary to optimize device fixation and maximize aortic neck length. This complaint is confirmed based on the provided article and clinical assessment. As indicated in the clinical assessment the cause of retrograde type a dissection is likely to be multifactorial but, in this case, it is likely related to the use outside of IFU and procedure. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). Article: retrograde type a dissection following hybrid supra-aortic endovascular surgery in high-risk patients unfit for conventional open repair. Yip et al., 2018 d4) catalog# is unknown but referred to as cook zenith tx2 stent graft. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. H6) device code: 3191 - appropriate term/code not available for dissection. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to article: the patient underwent right-to-left carotid artery bypass in combination with insertion of one cook zenith tx2 stent graft in proximal landing zone 1 (stent graft proximal diameter: 36mm). Stent graft 11.4% oversized. Direction of stent graft deployment: retrograde. Patient outcome: the patient died due to a sudden cardiac arrest 10 days post-operation. Dont know if the hybrid repair or the stent graft in itself cause retrograde dissection or retrograde dissection occured due to disease progression.